Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. Following data analysis and with the information provided, the most likely cause for the discrepancy observed is due to the samples having a low viral load, either from a patient with a low titer or from laboratory cross-contamination. Samples near or below the limit of detection (lod) of the test may generate wavering results on repeat testing. In addition: looking at the cobas liat run timestamps and the information provided that samples were stored at room temperature for all testing, including transportation by courier service at 7pm to facility an hour away for cepheid testing, it appears that all but one sample would have exceeding the storage time . As per the method sheet "specimens collected in transport media (utm or uvt, m4, m4rt, m5 and m6) may be stored up to 4 hours at room temperature or up to 72 hours at 2-8°c if immediate testing is not possible." - the lod, sars-co_v2 gene targets, and influenza strains tested for differs significantly between the tests used (cobas liat vs. Cepheid genexpert) which could further explain the sample discrepancies. As such, results with one assay may not be reproducible with a different assay.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for eight patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. For four patients (#1, 3, 5 and 7), the alleged samples initially generated a negative result for all targets (sars-cov-2 and influenza a & b) on cobas liat. The same samples were retested on a competitor platform (cepheid) which generated a positive result for sars-cov-2 and influenza a. For two patients (#2 and 8), the alleged samples initially generated a negative result for all targets (sars-cov-2 and influenza a & b) on cobas liat. The same samples were retested on cepheid which generated a positive result for sars-cov-2. For patient #4, the alleged sample initially generated a positive result for sars-cov-2, negative for influenza a & b on cobas liat. The same sample was retested on cepheid which generated a positive result both sars-cov-2 and influenza a. For patient #6, the alleged sample initially generated a positive result for influenza a, negative for sars-cov-2 and influenza b on cobas liat. The same sample was retested on cepheid which generated a positive result both sars-cov-2 and influenza a. When discrepant, the negative results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 8 mdrs will be filed.